Manufacturer narrative:
The patient reported failing to charge their implant properly to abbott. The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
Section b3: event date is estimated.

Event description:
It was reported that the patient had stopped charging their scs ipg. The patient's ipg was reportedly inoperable. Surgical intervention took place on (B)(6) 2023 wherein the patient's ipg was explanted, replaced, and therapy was restored.